Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red. There was no alleged device malfunction contributing to the irritation it's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.